Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose of 21mg/dl. Troubleshooting was performed. The programming, bolus history, basals, time/date, daily totals were correct. The units left in the status screen almost matched to the units left in the reservoir. Advised customer to discontinue the insulin pump use. No further information was provided.